Event description:
It was reported that the device was difficult to remove. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 3.0mmx15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated once at 12atm for 15 seconds. Upon removal, the balloon was deflated completely, however, a resistance was felt and was difficult to remove. A 1.5 coyote was inserted and inflated; and inflation of the wolverine was also performed. A slight tension was applied, and the device was pulled out by changing the angle. The procedure was completed with no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified inside the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal of the proximal markerband. Shaft stretching damage has moved the proximal markerband proximally out of the correct position. As per wolverine pi eifu (japan), the rated burst pressure for this device is 12 atmospheres. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found the shaft of the device to have stretching damage at the centre. The stretching damage has moved the proximal markerband proximally out of the correct position.

Event description:
It was reported that the device was difficult to remove. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 3.0mmx15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated once at 12atm for 15 seconds. Upon removal, the balloon was deflated completely, however, a resistance was felt and was difficult to remove. A 1.5 coyote was inserted and inflated; and inflation of the wolverine was also performed. A slight tension was applied, and the device was pulled out by changing the angle. The procedure was completed with no patient complications reported.